Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, pericardial effusion and decreased blood pressure were noted. Although the pericardial effusion was resolved by performing pericardial drainage with a local incision, a thoracotomy was performed due to lack of control with the patient's blood pressure. Prior to the thoracotomy, the reversal of anticoagulation was achieved with medication. Blood oozing from the upper region of the valve annulus near the commissure between the left coronary cusp (lcc) and non-coronary cusp (ncc) was noted. The oozing was treated with a fibrin sealant. A hemorrhage was reported with the high possibility that it occurred close to the oozing. Due to unstable intraoperative blood pressure it was difficult to judge when the hemorrhage occurred. The physician commented that the hemorrhage occurred near the valve annulus and it was considered to be impacted by the implantation of the valve. The patient continued to be administered with steroids as it was suspected that a major cause of the event was fragile tissue. The specific cause was unknown, various complex factors were considered including wire tension and steroid medication. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the cause for converting to a thoracotomy was an annulus rupture. During the thoracotomy a contained rupture occurred, and hemostasis was achieved by compression using a hemostatic agent. Twenty seven days following the valve implant procedure, a permanent pacemaker was implanted due to complete heart block (chb). If information is provided in the future, a supplemental report will be issued.